Event description:
It was reported that on (B) (6) 2004, implants were operated into the pt. On (B) (6) 2007, it was found that there were fractures on rods and screws. Failure products have not been explanted yet. It was unk when the products will be explanted.

Manufacturer narrative:
(B) (4). As part of a facility system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (4) 2006 to (B) (4) 2008 were within scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 15 reportable events associated with this event type (serious injury) and product code mnh.